Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was interrogated and found to be in safety mode. It was noted the patient was not symptomatic and had no recent surgeries or radiation treatment. The device was successfully explanted with no complications. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection noted no irregularities. This device was interrogated and found to be in safety core due to a queue header validation failure. It was noted the device was in safety core while implanted. Analysis verified that therapy was available under all device states. A cold reset was performed and was able to return the device into normal operation. The device was put through a series of automated tests, which verified the performance of defibrillation, pacing, sensing, and recording functions of the device. The device passed all expected test.